Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that there appeared to be too much fluid left in the medication bags. Patient measured three medication bags and noticed there was 50mls, 110mls, and 110mls left in the medication bags. When looking at the delivery history, it appears that a dose may have been missed. No patient injury was reported.